Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a scale reading error. The patient reset up with new supplies, however before cancelling treatment and resetting up, the patient filled with 1505 ml. When the patient continued treatment, they were expecting to drain 1505 ml, however drained 3242 ml. This drain volume is 215% the patient's fill volume. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event, however the patient contact reported the patient was already in dwell 1 and they were going to continue using the cycler and would call back if they wanted a replacement. Upon follow up with the patient it was confirmed that they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the cycler seemed stuck but then was fine after resetting up with new supplies. The patient continued their peritoneal dialysis therapy on the cycler. The patient reported that they have since used the same cycler without issue. The patient reported that the cycler is not being returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.